Event description:
New tubing / ns carrier was hung before administration. Set pump rate for carrier to run at 5ml/ hr for total volume of 20 ml/hr. Ivpb keppra was sent over from mar running at set rate (460 ml/hr). Rn returned to room at 2307 to find that along with the whole bag of keppra, the 250ml bag of ns for the carrier was empty. Pt with no change in symptoms and all vitals remained stable. FDA safety report ids# (B)(4).